Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was removed due to low lead impedance and noise. The patient was asymptomatic. The lead was capped and replaced. The patient was stable post-procedure.